Event description:
It was reported during a laparoscopic appendectomy the instrument stapled but did not cut. There was no consequence to the patient.

Manufacturer narrative:
Facility experienced an event with endopath endoscopic linear cutter on 6/4/97 while performing a lap appendectomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 973762. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, abcd fired; cartridge condition, ac partially fired b; cartridge return batch number, a h0023l b h000 and instrument number, a 74 b 225. Functional tests & results: condition of firing trigger lockout, ab good; condition of pinion gear, ab good; condition of short rack, ab good; condition of yoke, ab good and was instrument cycled, ab yes. Analysis conclusion: based upon the inquiry info rec'd the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "did not cut" during surgery. The instruments were returned in good physical condition. The instruments were cycled, fired, cut and formed the staples within design spec. The instruments were disassembled to examine the internal components and no deformations could be identified. It was concluded that the instruments were fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. Cartridge a was returned cracked, with a broken alignment finger. Cartridge c was returned with a broken middle alignment finger. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.